Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 complaints (same patient, same event, different products). Other mfg report numbers: 3014334038-2024-00147 3013886523-2024-00202. A facility reported a patient had a decompressive craniectomy and was rolled to relieve pressure areas. No disconnection of cables or monitor alarms. A short time after the monitor message was "sensor or extension cable failure". Medical staff was unable to resolve as screen would not change, and was unable to monitor icps. All trouble shooting carried out correctly, as the sales representative was there personally to troubleshoot. New monitor and cables connected which displayed the same screen. Sensor surgically removed from patient.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink extension cable was returned for evaluation: failure analysis - visually inspected and there is no visual defect. Connected to an icp probe and engineering monitor and the monitor displayed the icp pressure and no errors. Root cause - no fault found. Possible root cause based on customer reported failure: issue may be with sensor.